Event description:
Customer reported that she was hospitalized due to hypoglycemia. Customers stated that she experienced low blood glucose the night before and treated with glucose tablets, juice and glucose shoot. Customer reports that she was found unconscious by her neighbor and the paramedics were called and she was taken to the hospital. Blood glucose at the time of the admission was 33 mg/dl. During troubleshoot; customer stated that the drive support cap is recessed and the time and date had to be corrected on the insulin pump. Customer reported that she changed the basal rates settings as she felt they were too high and was causing her blood glucose to go low. The reservoir is showing the same amount showed on the status screen. Customer also mentioned that she was hospitalized two weeks ago for high blood glucose of 991 mg/dl due to dehydration. Current blood glucose value 30 mg/dl; customer treated with glucose tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.